Event description:
During product service by a service technician, a flogard infusion pump was found to have the low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The actual device was serviced at the customer site. This is an ancillary service event. Battery test confirmed the low battery alarm. The cause was determined to be a depleted main battery. To correct the condition, the main battery was replaced. No further action was required. Should additional relevant information become available, a supplemental report will be submitted.